Event description:
Customer reported the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and adjusted the power supply voltages. System operates as intended. This MDR is related to ge healthcare complaint number.